Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.). H3. Device evaluated by manufacturer, code 81, device evaluation is not expected to provide any relevant information for the generator migration event.

Event description:
It was reported that a patient underwent generator replacement to correct their vns generator flipping. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information is available to date.